Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received , and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). One sample was received and the complaint confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The problem was production related. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A hospital reported to a baxter renal therapies specialist that the injection site "burst" and partially detached from the solution bag when the nurse was removing the cover. There was no patient involved.